Manufacturer narrative:
The hcg reagent lot number and expiration date were not provided. No sample quality alarm was noted. The qc was within range before the sample measurement. The field service engineer identified that the maintenance was incomplete. He found that the sample reagent probe liquid level detection (lld) was wrong. He adjusted the lld, the sample reagent probe, and the sipper nozzle. The customer performed qc, and it was within specifications. The analyzer was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg assay on a cobas e 411 analyzer (disk system). Initial result: 61.000 miu/ml. The customer repeated the sample before reporting the initial result outside the laboratory. Repeat result: 855.000 miu/ml. The repeat result was reported to the physician.